Manufacturer narrative:
Unit passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected hardware low level failures alarm. Pump error was confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump in the last couple of months, the downward button and middle button had become more and more unresponsive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they found that it was particularly bad when doing a bolus and not had a stuck button alarm. Customers stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be returned for analysis.